Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. It was reported that the insulin pump had missing segments and a blank display. No troubleshooting was performed at the time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product had been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.